Event description:
It was reported that customer was frustrated with insulin pump as blood glucose would fluctuate. Customer reports that blood glucose dropped to 30 mg/dl at times. Customer states issues were resolved with trainer and adjustments of settings. Customer also reports to have broken battery cap and belt clip. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.